Event description:
Patient with a prostatectomy two weeks prior to admission was readmitted for deep vein thrombosis(dvt) and evidence of sepsis. Physician ordered CT abdomen/pelvis and cystogram to rule out pelvic abscess. When patient returned from CT, the foley came out. It was found to have a small leak in the balloon. Surgeon wrote an order to leave the foley out. Patient was voiding post-cystogram without difficulty and had excellent urinary control. Patient treated with antibiotics for sepsis and was discharged home after a 2-day hospitalization. No patient complications from the leaking foley.